Event description:
The manufacturer received information alleging a ventilator flow stopped then restarted on its own. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log indicated a reportable event had occurred. The main pc assembly was replaced. The device then functioned properly.